Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Blood glucose level at the time of the incident was 470 mg/dl. The customer reported that the sensor glucose reading was 138 mg/dl and the blood glucose reading was 241 mg/dl. Insulin delivery was not suspended due to sensor glucose versus blood glucose difference. It was unknown if the insulin pump was on auto mode. The customer declined troubleshooting for high blood glucose. The insulin pump will not be returned for analysis.